Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They noticed the energy wire on the jaws had popped up off of the jaws. The wire did not completely detach and fall off, the wire is still attached to jaws but popped up off jaws. They opened a new kit to complete the procedure. No patient injury.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 14oct2020 and investigated on (B)(6) 2020 . There were signs of clinical use on the jaws. Charred tissue was observed on the heater wire. A visual inspection device was conducted. The silicone insulation was observed to be intact, no visual defects were observed. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for ¿material twisted/bent; wire. The lot # 25152215 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They noticed the energy wire on the jaws had popped up off of the jaws. The wire did not completely detach and fall off, the wire is still attached to jaws but popped up off jaws. They opened a new kit to complete the procedure. No patient injury.